Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the pump may have been programmed incorrectly. Upon troubleshooting, customer reported that the bolus wizard was programmed inaccurately. Customer's blood glucose at the time of the incident was 409. Customer reported symptoms related to their high blood glucose levels included vomiting and nausea. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request.